Manufacturer narrative:
Additional information: there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
During a patient call, the peritoneal dialysis patient reported being hospitalized for a week. The peritoneal dialysis (pd) nurse confirmed that the patient was admitted to the hospital on (B)(6) 2016 due to peritonitis. The source of the peritonitis was not known. The pd nurse reported that the laboratory cultures showed no growth with rare white blood cell counts and no organism seen. The pd nurse reported that the patient was treated with antibiotics and discharged from the hospital on (B)(6) 2017. The antibiotic type, dose and route were not known. The patient continued peritoneal dialysis without further issues.

Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a recent hospitalization event for an undisclosed diagnosis. During follow up the patient's pd nurse reported the patient was admitted to the hospital on (B)(6) 2016. The patient was diagnosed with peritonitis and the source of the peritonitis is unknown, labs cultures were taken and the result showed no growth and rare white counts and no organism seen. The patient was administered antibiotic (drug name, dose, route, and frequency unknown). The patient was discharged from the hospital on (B)(6) 2017.